Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead had been pulled back due to the patient's twiddler syndrome. A lead revision procedure was performed and during revision the device was disconnected. This resulted in the device to inappropriately alert for right ventricular (rv) lead superior vena cava (svc) impedance out of range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.